Event description:
It was reported that customer was hospitalized three times for diabetic ketoacidosis (dka). Customer stated that there was a emergency room visit for high blood glucose levels. Blood glucose at the time of emergency room visit was over 1000 mg/dl. Customer was wearing the pump at the time of emergency room visit. Blood glucose at the time of emergency room visit was over 897 mg/dl. Significant events leading to the emergency room visit included dizziness, lightheadedness, customer was not making sense when speaking, and she was throwing up. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). (B)(4).